Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bowel cutting procedure, while cutting the cecum and ligation of blood vessels, the two clip appliers got stuck and the clips did not form properly. Another device was used to complete the case. There was no patient injury.